Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. Patient's blood glucose at time of incident was 401mg/dl. The customer reported that the infusion set had turned black towards the reservoir side and had insulin flow blocked. The customer treated after set change with bolus. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.